Event description:
It was reported that during the patient¿s trial their lead migrated. No cause or intervention was reported however additional information has been requested. If received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).